Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the device was implanted the life remaining for this device was nine years. At the post-operative check one month later the battery life decrease to six years and after another week to four years. During this period no pacing or shock treatment was delivered. Premature battery depletion was alleged. Boston scientific technical services (ts) analysis is pending. No adverse patient effects were reported. Engineering analysis noted an increase in power consumptions due to an increase in telemetry. It was noted that the power level should return to normal after the frequent telemetry sessions stop. The device had no resets or abnormal faults. It appeared the device had been going through several interrogations, not only by the latitude system but also by the programmer. The total telemetry time during the past month has increased by two hours. The latitude data shows several occasions where o the tachycardia mode has been programmed off and then back on to monitor plus therapy.

Event description:
No revision has taken place, and the patient will be scheduled for normal follow up.